Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device waveform signal appeared very small in the sector. There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported that the device waveform signal appeared very small in the sector. The device was in use on a patient at the time of the issue, however, no patient adverse effects were reported.